Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with cracked keypad overlay. Unit received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarm. Unit tested outside the pump and received pump error alarm at rewind. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and was able to complete rewind. Displacement test was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.